Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that there was urine flowing out from around the foley catheter of the patient on (B)(6) 2022. The nurse went to the bedside to check and found that the urinary catheter had fallen out. After checking the urinary catheter again, the urinary catheter balloon was found to be ruptured and reported to the doctor. The catheter was removed and stopped catheterization.